Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system. There was sufficient calcium to allow anchoring of the device; the ca score was 2753. Pre-dilatation was performed with a 23mm crystal balloon. The annular dimensions of the native were perimeter = 92mm, area = 525mm2 lca height = 17, rca height = 15. The valve was prepped and loaded per IFU. The patient had tortuous femoral artery, but the valve passed easily. The valve was deployed as per refine implant technique with one re-sheath slightly deep at 80%, 7mm on ncc and 3mm on lcc. During final deployment, the ds was in neutral position with slight forward pressure. The guidewire was pulled to a midventricular position and the implant confirmed all 3 tabs were successfully released the aortic angle was 60 degrees. On final deployment, the valve appeared to dive down into the lvot. Aortogram was performed, which showed that the valve had moved down as far as the commissural attachment. The valve did not block any arteries. The valve was not attempted to be snared. Severe aortic regurgitation (ar) was present on echo with some pressure on the mitral valve with a mean gradient of 3mmhg. A new non-abbott valve was implanted within the navitor valve with good results. Post-dilatation was not performed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of the valve migrating after implant was reported. Information from the field indicated there were no intra-procedural difficulties, the implant depth was 7mm from the non-coronary cusp (deeper than the recommended 3mm), there was sufficient calcium to allow anchoring of the device, and there were no difficulties deploying or retracting the valve during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported migration could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.